Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported several occasions of chemo leaking from the connection of the texium to the smartsite port. No specific patient event provided and no patient harm reported.